Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an emergency room visit. Customer's blood glucose reading ranged from 224 to 600 mg/dl. Customer's symptoms included headache, difficulty breathing, and dehydration. Customer was not wearing the device at the time of event, but had stopped using it less than 48 hours before emergency room visit. Customer treated with a manual injection. Cause of the visit was due to diabetic ketoacidosis. Customer declined to troubleshoot, but did mention that the cannula was kinked. Nothing was replaced or returned.